Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. The presence of fluid inside the device can be caused by improper or non-recommended cleaning procedures.